Event description:
It was reported that that the patient's implantable cardioverter defibrillator (ICD)  was at elective replacement indicator (eri). Early depletion was suspected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 98% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant products 5076 implantable pacing lead (B)(6) 2005; 4965 implantable pacing lead (B)(6) 2006. (B)(4).